Event description:
During follow-up, high threshold and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned in two pieces. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. All damage noted to lead body was consistent with that occurring at time of explant.